Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue led to the customer¿s blood glucose level reading "high," but specific values were not provided. To address the high blood glucose level, the customer administered a correction injection using manual daily injections (mdi) and resolved the issue by clearing the alarm and resuming insulin.